Manufacturer narrative:
The product investigation was completed. Device evaluation details: the smart touch bidirectional sf device was returned to johnson and johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed reddish material in the pebax and a separation between pebax and electrode section. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31384740l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson and johnson medtech's quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab revealed reddish material in the pebax and a separation between pebax and electrode section. During the procedure, the catheter had inaccurate force in values and vector. The medical team confirmed the catheter was floating in ice (intracardiac echocardiography). The catheter would not zero. There was 14 grams of force value in the middle of the chamber. They re-zeroed the catheter 3 times and the issue temporarily resolved. The issue followed after 15 minutes of ablation. These steps were done multiple times during the procedure, and the issue resolved after the 5th time. The procedure was continued as the medical team determined that the force vector seemed fine. No patient consequences were reported.